Event description:
Unomedical reference number (B)(4). Event occurred in italy , on (B)(6) 2024, it was reported that the one infusion set fell off during use and infusion set is long for nearly 24 hours. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2.